Event description:
Ent surgeon noted poor design in the hand controls of the pentero 900 microscope. Hand control for the light intensity can be inadvertently manipulated and cause an unsafe increase in light intensity that can potentially cause harm and burn patient.what was the original intended procedure?unknowndevice #1is this a laboratory device or laboratory test?no